Event description:
On 05-mar-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with glucagon, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported hospitalization and treatment with glucagon. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date. Review of device data showed multiple meal announcements were delivered prior to the event, which resulted in excessive insulin delivery. The user confirmed that the event was attributed to accidental or excessive meal announcements. Based on available information, the event was attributed to use-related factors involving unintended meal announcements leading to excess insulin delivery, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.